Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. During a tpe procedure, the customer reported problems with alarm and needs help troubleshooting. The patient did not require medical treatment. When the support specialist asked if they had checked the tubing for air, they reported that air was present in the blood warmer tubing. The operator reported later that the air occupied approx half the length of the blood warmer tubing. The supervisor stated that the presence of air was not coming from the spectra optia, but was related to the way the operator connected the blood warmer tubing to the spectra optia disposable. The supervisor reported that she successfully removed the air from the blood warmer tubing by bleeding the line. It was confirmed with the operator and supervisor multiple times that the air in the blood warmer tubing had been purged before any reached the patient.

Manufacturer narrative:
Fin (B)(4). The tubing circuit was not adequately anticoagulated. The physician in this incident prescribed an ac ratio of 15. That is the maximum recommended ac ratio when using acd-a. The disposable set was unavailable for physical investigation and causal analysis. Root cause for air in the blood warmer tubing could not be determined conclusively. Based on the incident description and the results of the machine "check out", it is very unlikely that there was any malfunction of the spectra optia machine. A service rep performed a "check out" of the machine on (B)(6), 2009. He reported that the machine was working properly and that no problems were observed with the machine. The run data file was collected by the service rep and analyzed by a caridianbct senior quality specialist along with images of the channel recorded by the machine during the procedure. The file confirmed the ac ratio of 15. It also revealed that the alarms described by the operator and supervisor were level sensor alarms. The spectra optia performed as expected due to platelet aggregates occluding the reservoir filter. It paused the pumps and alarmed to notify the operator of a potential problem. In response to this event and similar incidents involving air in the return line of therapeutic disposable sets, caridianbct has initiated CAPA investigation (B)(4) which will target causes of air infiltration at return luers. Caridianbct also initiated CAPA investigation (B)(4) which targets spectra optia alarm continuation (override).